Event description:
It was reported that during surgery on 19 dec 2023, device was not cutting. There was a patient involved but no impact, harm, or delay reported. Another device was available to complete the procedure. Due diligence information complete. No additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). E1 telephone number: (B)(6). G2 foreign: australia. Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d2, d4, d9, g3, g6, h2, h3, h4, h6, h11. Review of the most recent repair record determined the device was not cutting properly. The motor, switch, bearings, o-ring, e-ring, spring seal, reciprocating arm, eccentric shaft, and screws were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.